Event description:
It was reported there was pacemaker "failure" and the pacemaker was explanted and replaced. Additional information from the healthcare professional indicated that the atrial and ventricular leads fractured "due to patient's growth." The leads were capped and replaced. There was no complaint against the pacemaker; it was replaced per medical judgment. The device and partial segment of one of the leads (unknown if it is the atrial or ventricular lead) was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the medial segment of the lead was returned to the manufacture and analyzed. No anomalies were found. There was a cosmetic white substance on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Although the patient was known to have two leads of the same model number and length, only one lead was returned to the manufacturer; this lead will be identified as model 4965, (B)(4) for reporting purposes.